Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070948.

Event description:
It was reported that the patient was receiving inadequate stimulation to right thoracic pain area. An x-ray confirmed that the right lead had migrated. It is not known which of the two lead serial numbers was the right lead. The patient underwent a revision procedure and rather than revising the lead that migrated, the physician implanted two additional leads to cover the original right thoracic pain she was implanted for, as well as one higher in the right upper back to treat that pain area as well. No devices were explanted. The patient was doing well post operatively.